Event description:
Device 1 of 2. Reference MFR report#3006705815-2019-00142. Additional information received identified that surgical intervention was undertaken wherein one lead was explanted and replaced. Therapy was restored post-procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2019-00142. It was reported that the patient experienced stimulation was reducing on its own. Lead diagnostics revealed invalid impedances. As a result, surgical intervention is pending to address the issue.